Event description:
It was reported that during implant procedure, the right atrial lead exhibited noise. A lead fracture was suspected. The lead was not used and a new lead was implanted.

Manufacturer narrative:
Analysis found normal device characteristics.